Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x24mm and 3.5x32mm promus element stent delivery system was selected for treatment. The stents were placed using an overlapping technique to the lesion. After the procedure, they did an angiogram and revealed the site was ok and proceeded with an optical coherence tomography (oct) due to long stent area and the result was good. When oct catheter was removed, the physician felt resistance at the overlapping area but managed to remove the catheter away and a re-angiogram revealed the distal end of the proximal stent was damaged. The guide wire was still deployed distally well in rca and the physician decided to use a small balloon to dilate the deformed area but to no success. A new guide wire was inserted to the deformed stent but same problem occurred. No catheter balloon was able to pass and they decided to stop the procedure. They had a re-angiogram then revealed quite ok and blood flow is good but no access in the future through the overlapping area. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).